Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer indicated via phone call that he refilled his pump and changed his infusion set before bed last night and his blood glucose was 133 mg/dl. This morning, he woke up and his blood glucose was 588 mg/dl. He delivered a bolus and his blood glucose did not go down. He noticed that his infusion set was not locked and that the quick release caused his high blood glucose. His blood sugar went down to 388 mg/dl after he fixed the set issue. Customer was advised to monitor pump and that a replacement will be provided to him.